Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306593 and lot number 0231932. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ pre-filled normal saline syringe was found only half-filled after opening it from the packaging. The following information was provided by the initial reporter, translated from (B)(6): "on (B)(6) 2021, the patient used the indwelling needle for infusion. When using the flush, the flush was opened after inspection and found that there was half of the liquid in the flush. Replace it with a new one in time and confirm that the inspection is correct. , the use is normal and has no effect on the patient."